Event description:
The facility representative contacted baxter to report that an infusor pump had overinfused. The device was set at 300 micrograms with 50 kilograms of body weight. The device should of infused 15 milliliters/10minutes, but the actual infusion rate was 19.5 milliliters/10 minutes. The event occurred during biomedical testing. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4)a follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was not confirmed and not duplicated. The assignable cause could not be determined at this time. Additional: a service history review has been performed and the device has not been previously serviced by baxter prior to this event. A device history review has been performed and there were no exceptions noted during the manufacture of the product.

Manufacturer narrative:
(B)(4). Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.